Event description:
It was reported that during service and evaluation, it was determined that the battery reciprocator device was first running without any issues until it was tried to measure the speed and then the device stopped by itself. It was further determined that after the shaft was moved a bit forward the device started running again which is consistent with a death point of the motor leading to the intermittent running. It was further determined that the device failed pretest for check function of device. It was noted in the service order that the during an unspecified surgical procedure, it was discovered that when the surgeon attempted to box cut, the reciprocating saw made a beeping noise and would not work. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the reciprocating saw made a beeping noise and would not work were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had intermittent operation. The assignable root cause was determined to be due to component failure from wear.